Manufacturer narrative:
Product event summary: the full lead was returned in segments. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.

Event description:
It was reported that the right ventricular (rv) lead contained an apparent fracture. The lead exhibited oversensing and noise when arm movement was attempted. The lead was explanted. Additionally, the implantable cardioverter defibrillator (ICD) exhibited a sensing problem caused by the lead fracture resulting in an oversense signal/detection. The ICD was explanted. No patient complications have been reported as a result of this event.